Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged the customer obtained the results of 319 mg/dl and 88 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer was taken to the hospital, but was not treated for diabetes. The customer was treated for a urinary tract infection. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter did not want to provided her information, so no product will be returned for evaluation.